Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that lead dislodgement was observed via chest x-ray. The patient received inappropriate therapy due to the lead being dislodged. Low sensing of r-waves and no capture were also noted. The lead was explanted and replaced when repositioning was unsuccessful. The patient was table following the procedure.